Event description:
It was reported by service report that the brakes are not holding impacting the steering. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.